Event description:
It was reported the patient underwent a right total knee arthroplasty on (B)(4) 2003 and a left total knee arthroplasty on (B)(4) 2006. Subsequently, the patient ¿s right knee was revised on (B)(6) 2014 due to an unknown reason. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.